Event description:
It was reported that the pt had a sudden return of spasticity with autonomic dysreflexia. A rotor study was "inconclusive"; dye study revealed a patent catheter. The pump was replaced in 2008. The reason for device removal was indicated as therapy-related. The concentration and daily dose of baclofen being delivered via the pump, and the pt outcome were not reported. The pump serial number on the facility medwatch appears to be incorrect. The correct pump serial number is noted on this 3500a from the MFR.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.